Manufacturer narrative:
The investigation for the reported access site bleed and delivery issues has been completed. The device was not returned for investigation. The root cause of the delivery issue was patient condition related due to patient vascular anatomy. The root cause of the access site bleeding was most likely use related due to acute bend in arteriotomy graft pulled away from anastomosis and graft needed to be re-sutured.

Event description:
The user facility reported a 65-year-old male with cardiomyopathy was to be implanted with an impella 5.5 for mechanical circulatory support. When impella 5.5 was being inserted after cutdown and graft being sutured to the axillary artery, difficulty was encountered when passing wire/diagnostic cath due to the patient anatomy. Ultimately wire was able to pass the aortic valve into left ventricle (lv) but was unable to advance past the innominate. The decision was made to abort the impella placement. It was further reported that there was an impella access site bleeding complication. The arteriotomy graft pulled away from anastomosis and there was an acute bend. The graft was re-sutured.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿